Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
Notified on 2024-01-30 by dr. (B)(6) that an endo model m tibial component from a surgery performed on (B)(6) 2023 has at least one screw that could not be removed, necessitating cementing instead. There is currently no information on an extension of surgery time. Will update any information received. [Customer]

Event description:
Notified on (B)(6)2024 by(B)(6) that an endo model m tibial component from a surgery performed on (B)(6)2023 has at least one screw that could not be removed, necessitating cementing instead. There is currently no information on an extension of surgery time. Will update any information received.. [Customer].